Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited changes in right ventricular (rv) pace impedance and shock impedance measurements. Trending displayed a few pace impedance spikes. Additionally, high capture thresholds were also noted. There were no stored episodes with noise or oversensing. It was reportedly, that some days ago this ICD exhibited high out-of-range shock impedance measurements. Technical services discussed possible causes and provided programming options. Reprogramming options were performed and the plan is continuing to be monitored. No adverse patient effects were reported. This product remains in service.